Manufacturer narrative:
The field service engineer determined the probe tip was clogged with gel as a large "glob" was observed. The probe was replaced. Calibration and controls were tested; controls recovered within range. The investigation determined the service actions resolved the issue. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. The sample initially resulted in a na value of 152 mmol/l and this value was reported outside of the laboratory. The patient was advised to go to the emergency room due to the value. At the emergency room, a second sample collected from the patient resulted in a na value of 140 mmol/l. After being advised of this value, the customer repeated the complained patient sample. The repeat result from the complained sample was 143 mmol/l. The repeat result was deemed correct and a corrected report was issued. The na electrode lot number and expiration date were requested, but not provided.